Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the legal manufacturer¿s investigation. Updated fields: d4, h3, h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury due to the procedure being prolonged by 30 or more minutes; however, the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported, and other findings would not be likely to cause or contribute to a death or a serious injury if it were to recur. The device was evaluated and the customer¿s allegation was confirmed: angulation cable snap. The inspection found the wire stopper is detached, bending section cannot be bent in up direction at all, cp-plate is deformed, due to wear of angle wire the play of r/l knob is out of the standard value and bending angle in right direction does not meet the standard value. Based on the investigation, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. Va supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic colonoscopy under sedation, the angulation cable of the colonovideoscope snapped which resulted in a 30 minute delay. The procedure was completed with a backup device. There were no reports of patient harm.